Event description:
Same case as MDR ID 2134265-2013-05112. It was reported that during preparation for rotablation atherectomy treatment procedure, a guide wire broke. A 330cm rotawire floppy guidewire was selected for the procedure. During the preparation, the 1.5mm rotalink plus was loaded into the guide wire for the rotation test. The rotation speed was set at 280000t/min; however, it suddenly dropped down to 180000t/min. It was then noted that the distal extremity of the guide wire was broken. Another rotawire was then selected to complete the procedure but it was unable to be loaded into the rotalink plus. The burr was then exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is okay.

Event description:
Same case as MDR ID 2134265-2013-05112. It was reported that during preparation for rotablation atherectomy treatment procedure, a guide wire broke. A 330cm rotawire floppy guidewire was selected for the procedure. During the preparation, the 1.5mm rotalink plus was loaded into the guide wire for the rotation test. The rotation speed was set at 280000t/min; however, it suddenly dropped down to 180000t/min. It was then noted that the distal extremity of the guide wire was broken. Another rotawire was then selected to complete the procedure but it was unable to be loaded into the rotalink plus. The burr was then exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-05112. It was reported that during preparation for rotablation atherectomy treatment procedure, a guide wire broke. A 330cm rotawire floppy guidewire was selected for the procedure. During the preparation, the 1.5mm rotalink plus was loaded into the guide wire for the rotation test. The rotation speed was set at 280000t/min; however, it suddenly dropped down to 180000t/min. It was then noted that the distal extremity of the guide wire was broken. Another rotawire was then selected to complete the procedure but it was unable to be loaded into the rotalink plus. The burr was then exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual and tactile inspection was performed and the device returned was fractured in two sections; the proximal portion measured approximately 198.6cm. The spring tip was kinked. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion. In instances when long ablation runs are required; particularly in calcified, angulated lesions - reposition the guidewire to expose previously unused segment or exchange the guidewire to prevent damage. Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).